Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic upper lobe lobectomy, at the beginning of the procedure, all components were assembled properly. After introducing the stapler into the chest cavity through intercostal space something cracked. After this move, the surgeon could not articulate or close the loading. The stapler was removed from the chest cavity. The scrub nurse tried to detach the loading from the adapter without success. They removed the adapter with loading attached. Force was used to detach the components and the load was broken. They used a new adapter and loading with the same stapler and shell to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. There was a piece of a reload broken off in the adapter and the unload switch was unable to be fully depressed. After removing the adapter tip, the adapter was able to clamp and articulate a newly attached reload without any issues. There was a deformation present on the j-hook and there was difficulty depressing the unload switch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic upper lobe lobectomy, at the beginning of the procedure, all components were assembled properly. After introducing the stapler into the chest cavity through intercostal space something cracked. After this move, the surgeon could not articulate or close the loading. The stapler was removed from the chest cavity. The scrub nurse tried to detach the loading from the adapter without success. They removed the adapter with loading attached. Force was used to detach the components and the load was broken. There was a cracking sound and the plastic part of the loading, near to the connection with the adapter had a physical crack. They used a new adapter and loading with the same stapler and shell to complete the case. There was no patient injury.